Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported by our edwards lifesciences affiliate in australia, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, after the commander delivery system with valve was advanced through the 14fr esheath and had exited the sheath, it appeared that a stent strut had moved out of position on fluoroscopy. There was no resistance noted during advancement of the delivery system with valve through the esheath. There were also no issues noted with crimping the valve. The valve was able to be successfully retrieved and the system was withdrawn as a single unit without causing a patient injury. A second valve was then prepared, and it was able to be successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed during the procedure, there was one (1) bent strut outwards, greater than 90 degrees, observed at the inflow side. On the post-procedure imagery, there was one (1) bent strut outwards observed at the inflow side. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve frame damage was confirmed based on evaluation of the provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "during the procedure, when the commander delivery system and valve advanced through the sheath, once it exited sheath, on fluoroscopy, it appeared that a stent strut had moved out of position." Per evaluation of the provided imagery, one (1) bent strut was observed outwards at the inflow side. Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, it is possible that excessive force was applied during delivery system insertion resulting in the observed valve bent strut. As such, the available information suggests that procedural factors (excessive force) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.